Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 400 mg/dl. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer treated with manual injection and insulin pump. Customer stated that there was fluid in the reservoir compartment. Troubleshooting was performed and the self test was performed and passed. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, further examination of the device interior reveals that there are trace amounts of fluid exposure on 1 or 2 components of electrical board that are located close to the motor unit. (B)(4).